Event description:
Customer reportedly received result of 140 mg/dl or 150 mg/dl on the mobile system, and a result of 58 mg/dl obtained on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278223, expiration date 08/31/2014). (B)(4).